Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) and (B)(6) for awareness.

Event description:
The needle popped off the bd plastipak 3ml syringe while instilling the diluent into the covid vial, causing the diluent to squirt out onto the counter. This occurred twice.